Event description:
A customer reported experiencing footswitch issues before surgery. The customer ordered a replacement. No other information is expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a replacement footswitch. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The associated system was manufactured on february 23, 2009. Based on qa assessment, the system met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).